Event description:
The event involved a plum xld which reportedly underdelivered parenteral nutrition during patient infusion. The device was programmed to infuse at a rate of 10,5 cc/hr in 24 hour period starting at 6pm on (B)(6) 2022, however the infusion was completed before 3pm the following day. There was patient involvement, however, there was no harm reported as a consequence of this event.

Manufacturer narrative:
The device has been received for evaluation, however investigation is not yet complete. (B)(6).

Manufacturer narrative:
The device was returned for evaluation and it was programmed on channel a to deliver a volume of 252 ml in 24 hours, at a flow rate of 10.5 ml/hr obtaining as a result 256 ml delivered in 24 hours 3 minute 30 seconds. 256 ml *5% = (+/- 12.8 ml) with a tolerance of +/- 5%, the delivery value was found in the allowed range. The delivery error margin was + 4ml. According to the customer experience, the device ended 3 hours before programmed. The customer protocol tests determined that the device work 24 hours 1 minutes 30 seconds without interruption and the infusion was completed without delivering or alterations of the values delivering the programmed. Keyboard and knob test was performed to verify that it did not make self-programming. Each key works correctly, the test passes correctly. It can be concluded that during the customer protocol and product verification tests. The unfounded device correctly without deliveries, does not generate faults or technical alarms, or over programming produced by the keyboard. The plum xld technology has no event history to download for this reason you cannot perform an analysis or interpretation of events to find programming carried out by the customer. The probable cause was not found.